Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. A hole was observed in the middle of one of the cylinders. All components were removed and replaced. There were no patient complications.